Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 32x3.0mm target lesion containing a lesion bend of between >45 and <90 degree was located in a severely tortuous and severely calcified right coronary artery (rca). Pre-dilation was performed with a balloon. During the introduction of a 3.50 x 32mm synergy¿ drug eluting stent was selected to treat the lesion. However, the stent got caught in a 6f non-bsc guide extension catheter on an 8f guide catheter. The stent was removed damaged but still intact on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.